Manufacturer narrative:
This device has been returned and is in the process of device analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown software issue. Further information was requested from the sales representative however, no new information was obtained. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device has been returned and is in the process of device analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown software issue. Further information was requested from the sales representative however, no new information was obtained. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.